Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. No impact to the customer's blood glucose. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.